Manufacturer narrative:
The reported failure was confirmed by visual inspection of the returned mask. Fractography analysis of the complaint sample showed features consistent with environment stress cracking. Differential scanning calorimetry and infrared fourier transform spectroscopy showed no evidence of chemical degradation. Additionally, failure was able to be replicated by soaking the clip in chemical and subjecting it to cyclic loading. Based on all available evidence, the investigation determined the reported complaint was due to the combination of exposure to chemical and stress(es) on the flap during the use of the product as the failure can be replicated through engineering experiments. Resmed reference#: (B)(4).

Manufacturer narrative:
Based on an initial investigation of the returned mask conduit, the reported complaint was confirmed. The investigation methods, results and conclusion are not finalized at this stage. When more information becomes available, a supplemental report will be submitted. Due to the lack of labelling of the returned product and an insufficient report of direct identifiers of the mask, resmed is unable to determine if the returned product is associated with the subject complaint (or with (B)(4)). The airfit f30i user guide provides the following warning: - ¿if there is any visible deterioration of a mask component (cracking, crazing, tears etc.) The component should be discarded and replaced.¿ resmed reference#: (B)(4).

Event description:
It was reported to resmed that during the eighth night of use of an airfit f30i mask, the patient woke up with a plastic part in their mouth. It was reported that the plastic part from the mask conduit broke off. There was no report of medical attention or treatment required.